Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the device was overheating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician, the device was overheating. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. The device was evaluated by a manufacturer quality assurance engineer and the reported event of the device overheating was not duplicated. No additional failures were identified.